Event description:
It has been reported to co that during the procedure this device kinked. Reportedly, the physician complained of the valve being tight, causing the catheter to kink. The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.